Manufacturer narrative:
Follow up 4/12/2016, the customer reported to have loaded the cartridge with cold insulin. The customer was instructed to load a cartridge with room temperature insulin. The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) level. The customer declined to troubleshoot with tandem technical support.